Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a1, b4, b5, g4, g7, h1, h2, and h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: van ps open intl fem-rt 65 item# 183108 lot# j6255811, rnglc locking ring sz 20 item# 105420 lot# unknown, vanguard ps tib brg 71/75 x 10mm item# 183640 lot# 105420. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three months' post implantation due to loosening and ongoing pain complaints. A waldemar link prosthesis was placed. Patient is in the process of reaching out to another hospital for a second opinion. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned tibial tray shows scratches and wear. X-ray evaluation report states that there is small lucent line visible around the tibia component, especially lateral recording. CT scan report states that there is extended lucency around the prosthetic component in the tibia distal. Suspected release/infection of tibial prosthesis component with tilting towards medial and dorsal with impending cortex breakthrough/ incipient periosteal reaction or callus formation on the dorsal side. Additional x-ray evaluations state that the implants are in good position. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.